Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the product information.

Event description:
The advocate stated his daughter received a blood glucose reading of 64mg/dl from one of her meters and a 104mg/dl from her other meter. She uses contour test strips. The specific models were not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedtest strip information was not provided.product was not replaced.